Event description:
Hyperglycaemia [hyperglycaemia] elevated blood-glucose values during use of novofine 8mm needle [needle issue] case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycaemia" and "elevated blood-glucose values during use of novofine 8mm needle" with an unspecified onset date, and concerned a (B)(6) male patient who was using novofine 8mm (30g) (needle) from an unknown start date due to type 2 diabetes mellitus. (B)(4). Medical history included type 2 diabetes mellitus (duration not reported), obesity and left leg broke. Patient had elevated blood-glucose values during use of novofine 8mm needle, on an unknown date patient was hospitalized due to hyperglycaemia (bg-level 580 mg/dl) some weeks ago (dates unspecified). Physicians tried to lower the bg-level with novofine 8mm needles, but the insulin did not get into the blood quick enough. Therefore, the patient's wife brought novofine 12mm needles from home and the bg-levels lowered. It was reported that patient fell during hospitalization and broke his left leg. Blood glucose levels were normal again at time of reporting. On (B)(6) 2015, before meal blood glucose level was 191 mg/dl and after meal it was 239 mg/dl. Patient performed abdominal injections. Action taken to novofine 8mm (30g) was not reported. The overall outcome for the event "hyperglycaemia" and "elevated blood-glucose values during use of novofine 8mm needle" was reported as recovered on an unknown date.